Event description:
Information received indicates the left side rail will not latch.

Manufacturer narrative:
The technician found a sticky substance in the side rail latch block. The technician cleaned the latch block to repair the bed.